Event description:
It was reported that, during an attempted implant, there was a loss of telemetry. The programmer had a red screen with a power supply fault code and a template-lost fault code. A review of the device downloaded memory by technical services found the device had a reset. Technical services advised not to implant the device. The doctor did not implant this device and has sent it back to us. There was no additional adverse patient effect.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an attempted implant, there was a loss of telemetry. The programmer had a red screen with a power supply fault code and a template-lost fault code. A review of the device downloaded memory by technical services found the device had a reset. Technical services advised not to implant the device. The doctor did not implant this device and has sent it back to us. There was no additional adverse patient effect.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection noted no damage. A review of the device memory noted errors during a shock attempt at the attempted implant date. These errors were followed by power supply error reset and a template lost error due to the power supply error. This was recreated during analysis when a full energy shock was attempted. The case was opened, and a series of electrical tests were all normal. There were no abnormal current drains or signs of electrical overstress. The cause of the errors could not be established.